Event description:
An operator was shocked by exposed electrical wires while using a sealsafe. The operator suffered a small burn on their pinkie finger on their right hand, but required no medical treatment. No additional patient information was provided from the customer. The site stated that they were unaware that the electrical cord was damaged, nor did they know how long it had been in that condition. They contacted cardianbct to have the cord replaced.

Manufacturer narrative:
(B)(4). Investigation, evaluation and corrective and preventative actions are in-process. A follow-up report will be provided. Caridianbct is currently attempting to obtain the cord for further investigation.